Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. 1. What was the procedure date? ¿ no detail on this. 2. What prescription strength medication prescribed to treat the reaction? Please specify? ¿ no detail on this. 3. Was any surgical intervention performed? ¿ no. 4. Were any cultures taken? Results? ¿ no. 5. Please describe how was the adhesive was applied. ¿ as per the IFU for clr222us. 6. How was the wound cleaned and dried prior to prineo application? ¿ dried with sterile gauze. No alcohol or iodine. 7. What prep was used prior to, during or after adhesive use? ¿ no detail on this. 8. Was a dressing placed over the incision? If so, what type of cover dressing used? - no dressing placed on top. 9. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? ¿ not known. 10. Is the patient hypersensitive to pressure sensitive adhesives? ¿ not known. 11. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? - no detail on this. 12. Patient demographics: initials / ID, gender, age or date of birth; bmi - no detail on this. 13. Patient pre-existing medical conditions (ie. Allergies, history of reactions) - no detail on this. 14. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? - no detail on this. 15. Name of surgeon? ¿ prof dr (B)(6). 16. What is the physician¿s opinion as to the etiology of or contributing factors to this event? ¿ the surgeon stipulated that patient might have allergic to these materials (either cyanoacrylate or formaldehyde). " this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? No. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Unknown. Patient status/ outcome / consequences: yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Allergic reactions. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. If yes, describe: allergic reactions. Is the patient part of a clinical study: unknown. Additional information has been requested and received. Patient has discharged. Happened after discharge, on pod (post operation day) 12. Informed to remove the mesh immediately once it was found that it is an allergy reaction. After removal of mesh: had to cover her knee with adhesive gauze dressing (opsite dressing) as her allergy reaction caused her skin to be wet and oozing out serous fluids. She was prescribed with oral antibiotics for 2 weeks until fully recovered. Upon follow-up, additional information received from sales rep again via email on 04 aug 2025. "5. Do you have any pictures of the reaction? Yes. 9. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? First time. 10. What is the source of information for the queries above? Answered by the hospital implant navigator." Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What prescription strength medication prescribed to treat the reaction? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product available for return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a unicompartmental knee replacement on an unknown date in 2025 and topical skin adhesive was used. On the (B)(6) 2025, post operation day 12, patient experienced allergic reaction potentially linked to the use of adhesive in the surgical procedure. Patient, an 83-year-old female, had left ukr with the surgeon. Patient developed skin reactions characterized by reddish rashes and blisters. Patient informed to remove the mesh immediately once it was found that it is an allergy reaction. Patient to cover her knee with adhesive gauze dressing (opsite dressing) as her allergy reaction caused her skin to be wet and oozing out serous fluids. She was prescribed with oral antibiotics for 2 weeks until fully recovered. Unfortunately, the operating theatre was unable to trace the lot or batch number used in this case because all item involved were discarded after use. Additional information has been requested.